Event description:
During a mandible resection procedure on (B)(6) 2013, the surgeon broke the 2.9mm mandible plate during the bending process. A 2.5mm plate was used as a replacement since a 2.9mm plate was not available. The procedure was delayed between forty five minutes and an hour while the patient was under anesthesia. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and evaluated. As received, the plate was broken into two parts. The large part has been broken/cut at both ends; above the second hole of the condular end from the 4-hole angle section, and after the eighth hole on the straight end from the 4-hole angle section. The second part is a single hole that has been cut/broken on both sides. The single hole part appears to have most likely broken off the straight end of the plate between the eighth and ninth holes from the 4-hole angle section. The plate has been bent/contoured along the entire length and there are many indentations along the plate where tools have been used to clamp the plate during contouring. All features relevant to the complaint were measured and were found to be within specification. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date device received was changed from (B)(6) 2013. Placeholder.